Event description:
During a coronary drug-eluting stenting treatment procedure, thrombus formation was noted in the stent. The physician implanted two taxus express2 stents, overlapping, in a 25-28mm lesion in the rca. When the intervention was completed, it was noted that there was a thrombus posterior to the stents. The pt was treated with reopro and fibrinolytics. Following several inflations with a balloon, the thrombus was broken up and the rca was patent. No further injuries or complications were reported; the pt is reported to be doing well.